Event description:
The device was returned to the manufacturer after being explanted with no information. The device subsequently tested out of specification. Follow up revealed that the patient's device was replaced due to the elective replacement indicator. It was also noted that the device had demonstrated low battery voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4). Concomitants: 6947-65 implantable tachy lead, (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.